Event description:
It was reported that during inspection for use, the flex deflectable videoscope had no image displayed. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the image did not display was likely due to noise occurs in the image when the angle was activated. Blooming also occurs in the image. The other likely causes could be damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit or a random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.